Event description:
Pt. Scheduled for removal of iabp from right femoral and insert new iabp in left. Due to poor function. New balloon inserted without problem in left. Balloon on right retained so pt was taken to surgery for removal. The balloon was removed- it was partially filled with a substance to be determined. This caused the retention of the balloon. The console was taken to clinical engineering. The specimen is kept intact with and identified by lab as hemoglobin.